Manufacturer narrative:
Date received by manufacturer should have been populated with 06/23/2014. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Manufacturing records were reviewed. All process operations presented in the manufacturing record from generation to boxing were in compliance. All tests results showed a pass condition. No deviation or nonconformance (ncr) related to the customer claim was generated. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Age/date of birth: unknown, has been requested, but not received. Date of event: unknown, has been requested, but not received. If explanted, give date: unknown, has been requested, but not received. (B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Another tecnis lens, a model zcb00, size +17.0 was implanted. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Age: (B)(6). Date of event: (B)(6) 2014. If explanted, give date: (B)(6) 2014. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that the intraocular lens (iol) came out of the cartridge with a haptic's tip broken off. The lens was implanted and seemed to be well centered in the bag, so doctor left the lens in. During a post-op visit, it was determined that removal and replacement of the lens was necessary as the entire iol had migrated into the anterior chamber. Surgeon is almost certain the platinum injector was used and noted that the nurse did have a bit of trouble loading the lens. The date of explant of the lens is unknown at this time. Follow-up information indicated that the sample was not saved for investigation. Another tecnis lens of the same power was implanted. Incision size was maintained. Patient cornea was reported to be cloudy during initial post-op of replacement surgery, whereby the physician stated that is to be expected. He feels that patient is fine and the doctor is satisfied with the exchange.

Event description:
Another tecnis lens, a model zcb00, size +17.0 was implanted.